Event description:
It was reported that episodes of myopotential oversensing resulting in pacing inhibition were observed on the device on a pacemaker dependent patient. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.